Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. According the device and data analysis the root cause of this issue could not be determined due to the inability to reproduce. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26240 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported automated impella controller failed to recognize an installed purge cassette. There was no report of patient involvement at the time of the event.